Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "material selection" or "part geometry". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: ¿ edema ¿ stone formation ¿ peritonitis ¿ extravasation ¿ ureteral reflux ¿ stent dislogdgement, fragmentation, migration, occlusion ¿ fistula formation ¿ loss of renal function ¿ hemorrhage ¿ pain/discomfort ¿ stent encrustation ¿ hydronephrosis ¿ perforation of kidney, renal pelvis, ureter and/or bladder ¿ ureteral erosion ¿ infection ¿ urinary symptoms". "With any ureteral stent, migration is a possible complication which could require medical intervention for removal. Selection of too short a stent may result in migration." "Determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced stent dislodgement, migration and urinary symptoms while using the bard ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced stent dislodgement, migration and urinary symptoms while using the bard ureteral stent.